Manufacturer narrative:
Corrected information provided in h.6. Additional information was provided in h.3., h.6. And h.11. The intraocular lens (iol) was returned in the qualified company ii (b) cartridge. Viscoelastic was observed in the cartridge. The iol was at the nozzle entry area folded correctly. The broken tip of the leading haptic was observed at the end of the cartridge tip. This portion was also bent. This may indicate a plunger override occurred. The cartridge did not have evidence of being fully seated in a handpiece. This may have caused the plunger to be misaligned during advancement. The company ii (b) cartridge was cleaned for further evaluation. The iol was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. The returned product matched the provided photos. Qualified associated products were indicated. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause for the haptic fractured could not be determined. The position of the broken and bent leading haptic tip at the end of the cartridge with the iol at the nozzle entry area may indicate a plunger override occurred. The cartridge did not appear to have been fully seated in a handpiece. This may have caused the plunger to be misaligned when advancing. The instruction for use (IFU) instructs to slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the surgeon had found that the upon injection upper haptic fractured, as the lower haptic did not fully enter the injector. The patient was not affected, as the fracture had been identified in time before implantation, and the surgery was completed on the same day. Additional information has been requested.